Event description:
It was reported that the pulse generator displayed a software error message while still in the box. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics.